Event description:
Facility reported that two cna's were transferring a patient from the bed to a wheelchair when the rpl450-2 patient lift tipped over, trapping the one cna under it. The patient was on top of the lift.